Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted error 42 pointing to the foot switch panel on the surgeon side console (ssc) and replaced the footrest pedal assembly on the ssc to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. Visual inspection was performed and found scratches on the left side of the pedal. The unit was installed into the test system and the pedal did not consistently engage when it was pressed.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer could not control the camera installed on the universal surgical manipulator (usm) from the surgeon side console (ssc). A technical support engineer (tse) reviewed the logs and noted no related errors. The customer confirmed the camera foot pedal on the ssc was unresponsive. The surgeon elected not to troubleshoot further and decided to use another ssc for the procedure. The site continued to complete the procedure as planned with no reported patient injury.